Event description:
It was reported that high capture threshold was observed. Lead was explanted and replaced.

Manufacturer narrative:
Clarification: all insulation damage found during the analysis of the lead was external damage due to explant procedure. No internal insulation abrasion damage was found on the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received internal insulation abrasion was found at 36.0 cm from the connector pin. The etfe coating of one sensing conductor and inner coil lumen were abraded at the same location. Electrical analysis found a short between pacing and sensing paths. This damage could cause the reported complaint.